Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault on 16jan2025 was unable to be confirmed. The system controller (serial number: (B)(6)) was not returned for analysis. The reported events of a backup battery fault alarms on 05 feb2025 and on 24feb2025 were confirmed via log file analysis. No event data was captured in the log files from 16jan2025. Log file data from the reported event dates of 05feb2024 ¿ 06feb2025 and 24feb2025 ¿ 25feb2025 was reviewed. On (B)(6) 2025 at 23:07, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the unloaded voltage being under the acceptable threshold. On (B)(6) 2025 at 22:28, a backup battery fault alarm activated for the same reasons. The alarms did not prevent the controller from supporting the system as intended. No other notable events were observed in the data reviewed. Provided information indicated that the alarm resolved on (B)(6) 2025 when the backup battery was exchanged, and that the system controller was exchanged on (B)(6) 2025, which resolved the alarm. The reported backup battery fault alarm was determined to be due to the backup battery not passing the load test. A corrective and preventative action (CAPA) was implemented to address the backup battery not passing the load test due to issues with the backup battery connector. Per the device history record review, the system controller was manufactured prior to the implementation of the CAPA, which implemented the application of grease on the backup battery cable. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. It was noted during this review that the system controller was manufactured without the application of grease to the backup battery cable, consistent with it being manufactured prior to the implementation of the CAPA. Heartmate 3 instructions for use, rev. G section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. G section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. G section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6)2025 the modular cable was exchanged because the cover was split and stripped. The backup system controller was used in modular cable exchange. It was noted that the backup battery at that time had a "backup battery fault" when attached to batteries to charge prior to modular cable exchange. The backup battery was removed from the controller on (B)(6)2025 was sent to biomed department for disposal. It was additionally reported that the backup battery that was placed in the controller on (B)(6)2025 was replaced again on (B)(6)2025 after the patient came into office with a "backup battery fault" alarm. Then on (B)(6)2025, the patient experienced another "backup battery fault" alarm overnight and presented to the office in the morning. On (B)(6)2025 the backup battery was replaced a third time, with a new system controller. The event log file recorded a backup battery fault event at (B)(6)2025 23:07:52. The more recent log file recorded a backup battery fault at (B)(6)2025 22:28:38. These events appears to have occurred after the system controller attempted a load test.